Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and re-operation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve that will require valve in valve intervention after an implant duration of approximately two (2) years. The patient has not been treated to the best of our knowledge. No additional information provided.